Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically citing error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided complete instructions for resetting the pump, and the caller was guided through this process. After the reset, the error did not reappear, and the caller successfully started their sensor session.